Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited low pacing impedance and had capture only at high output. Diagnostic imaging later confirmed that the ra lead had insulation breach. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.